Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified vessel. A 3.0mm x 150mm x 150cm sterling sl balloon catheter was advanced for dilation. During the procedure, after multiple inflations, the balloon ruptured at 14 atmospheres for 30 seconds. The device was removed intact with the shaft and the procedure was completed using alternate device. There were no complications, and the patient was stable.